Manufacturer narrative:
Engineering evaluation: the events of oedema, ischaemia, pustules and haematoma at the implant site and hyperaemia are expected. No corrective or preventive action is needed. Manufacturer narrative: there are no increased trends of medical complaint for the reported lot number 14421-1. Pharmacovigilance comment: the non-serious events of hyperaemia, oedema, ischaemia, pustules and haematoma at the implant site were considered expected and possibly related to the treatment. No serious criteria were provided in any version of the reports, such as e. G, medical intervention to prevent permanent impairment or damage. Potential etiologies for the adverse events include infection and bruising or bleeding secondary to the procedure. The report that was received on 29-jun-2017 was assessed by (B)(6) medical expert on (B)(6)2017 as non-serious since the intervention has not been specified and does not meet regulatory reporting requirements. Further information regarding what type of intervention that was performed will be requested. 17 july 2017. The case is upgraded to fulfilling the seriousness criteria after medical assessment by medical expert and after the information that the intervention included carboxy therapy. Carboxy therapy can be regarded as a cosmetic procedure but in this case, the treatment has been given as a therapy agent for the ae´s. As the treatment also includes multiple puncture of the skin- one can consider it as a medical or "medical or surgical intervention" to prevent permanent body damage. Distribution comment: 17 july 2017. The case is upgraded to fulfilling the seriousness criteria after the information that the intervention included carboxy therapy. Carboxy therapy can be regarded as a cosmetic procedure but in this case, the treatment has been given as a therapy agent for the ae´s. As the treatment also includes multiple puncture of the skin- one can consider it as a medical or "medical or surgical intervention" to prevent permanent body damage. The case will be reported to the regulatory authority in (B)(6).

Event description:
Case reference number (B)(6) is a spontaneous report sent on (B)(6) 2017 by a physician referring to a (B)(6) male patient. This narrative is also based on a follow-up report received on 29-may-2017, by the physician, via a medical manager from (B)(4) and another follow-up report, performed on 22-jun-2017 and 10-jul-2017 with the reporting physician. In (B)(6) 2017, the patient received treatment with 0.2 ml restylane (lot 14421-1) to the glabella region with an unknown injection technique and needle. Around two days later, after the treatment, the patient sent photos to the physician. The patient experienced edema (implant site oedema), hyperemia (hyperaemia) and whitish skin (implant site ischaemia) in the glabella region. The physician informed that the patient (evolved vesicles with purulent content) and (hematical areas) (implant site pustules) (implant site haematoma) in the glabella region. On (B)(6) 2017, the patient was reassessed by the physician and the patient was recovering. On (B)(6) 2017, it was reported that the physician will meet the patient next week. On (B)(6) 2017, the physician informed that the patient was still showing a lesion with very small improvement of the condition. On (B)(6) 2017 the physician informed that an intervention was performed with two sessions of carboxy-therapy. The first one was performed around four weeks after the events and the second procedure was around five weeks after the events. At the time of the report the outcome of the adverse events was recovering/resolving. Version 1. Fu2 (22-jun-2017): new information included an unspecified intervention performed by the physician, affiliate in (B)(6) assessed the adverse events as serious and the pv comment was changed. Version 2. Fu3 (10-jul-2017): intervention type was provided in the report (carboxytherapy). After medical review the case was upgraded to serious.